Event description:
Hill-rom received a report from a hill-rom technician stating a likorall 243 es was leaking hydraulic oil from the safety drum. The lift was located in a pt room. There was no pt/user injury reported. This report was filled in our complaint handling system as (B)(4).

Manufacturer narrative:
When the technician investigated the product he found some grease leaking from the actuator restoration unit inside the likorall 243 es-lift. It is unk if the facility performs preventative maintenance on their lifts. The likorall overhead lift (restoration actuator set) will be replaced to resolve the issue. Based on this information, no further action is required.